Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a hole in the tubing at the inlet port of the check valve. The root cause was not determined.

Event description:
A sample of an interlink continu-flo solution set was returned to a baxter corporate quality relations manager for a leak that was observed. According to the report, there were two visible holes in the tubing right above the check-valve. These were observed during priming as solution leaked out. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).